Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pace impedance measurements of greater than 2,000 ohms during a commanded test in the clinic. It was noted that the threshold measurements were better than at implant. Technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.